Event description:
In 2006, synergy with 1 lead; when patient pushes on ins, he gets surges in stim; has intermittency in stim most of time; also has some painful swelling at what appears to be anchor site; no event precipated change in stim or pain at anchor site; implant - conducted impedances; all were 1395ohms; suspect fluid short at pocket. In 2009: the patient reported his device has not worked for about five months. About two months ago, the stimulation was on, and that the stimulation was on for about 5 minutes and then just stopped. The stimulation was sporatic and felt like a charlie horse in the middle of his back. X-rays revealed nothing had moved. The anchor is causing a problem in daily activities. The physician discussed revising the leads. The agent had the patient get the programmer to troubleshoot, the patient turned it on and was feeling stimulation, however, reported it was intermittent. He stated he was feeling better and hopefully it would help him. The patient was redirected to the physician. Two days later, the patient was seen in the clinic. Impedances were >4000 ohms on some of the bipolar pairs. Recommended increasing default test values and re-running test. Reports impedance were tested at default setting. Then 01 ???; 02 and 03 >4,000. Recommended caller to increased and re-run the test. The patient is still receiving intermittent stim. Reviewed current impedance measurements are normal.